Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an irritation under the therapy electrodes. The patient's physician prescribed fenihydrocort ointment. Follow up indicated that the patient elected to remove the lifevest and the irritation healed.